Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a patient with diabetes (pwd) stated they were receiving multiple line-block alarms (not an ICU medical device). The pwd performed a bolus while disconnected and observed insulin flowing, which helped determine the issue was related to a bent cannula. The event occurred while in use with the patient, and no patient injury was reported.